Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The device has not been returned.

Event description:
A report was received stating patient was admitted to the hospital on (B)(6) 2016 for hematuria, as reported by patient on (B)(6) 2016. Patient was put on medical management using anticoagulants to reverse thrombosis course, but thrombus continued to propagate. On august (B)(6) 2016 patient underwent redo sternotomy and device was exchanged. Thrombus was found behind left ventricular surface of fused aortic valve leaflets. Thrombus inside pump was unable to be determined visually at time of exchange. Patient has a history of ventricular fibrillation, atrial fibrillation, arrhythmia. Patient was managed and discharged on (B)(6) 2016.  No further information provided.

Manufacturer narrative:
Product event summary: the ventricular assist device(vad) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to lack of evidence provided by the site. Of note, it was reported that during device exchange, thrombus was found behind left ventricular surface of fused aortic valve leaflets. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.